Event description:
The customer reported that the left monitor is blank. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the left monitor, checked and verified system operational by booting system and taking several fluoro images.